Event description:
It was reported that, "primary was bilateral total hip arthroplasty. According to the revising surgeon, the pt complained of a painful hip and revised."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.